Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the lay user/patient contacted lifescan alleging the battery leaks and corrosion is in the back compartment. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter's battery contact was found to have contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.